Event description:
Arjohuntleigh has been informed that weld on my maximove lift failed and the entire part that holds the sling broke away from the main lift. No residents or staff were injured. Reference MFR report number 9611530-2014-00023.